Event description:
Event description boston scientific received information that this transvenous atrial lead displayed out or range pacing impedances at the last follow up 6 months ago, but it is now normal. A boston scientific technical services (ts) consultant discussed a possible intermittent connection issue. The patient has his own intrinsic rate so does not require pacing. There was no noise present, or inappropriate episodes. The threshold measurements were normal.